Event description:
The patient reported an elevated blood glucose reading of 300 mg/dl with his normal range being 80-120 mg/dl. He stated his symptom is a headache and he corrected his blood glucose levels by taking an insulin injection, increasing his basal rates and giving himself a bolus. Troubleshooting did not find any product or user issues. On follow up, the patient stated everything is working fine and he has had no further issues. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.